Event description:
Customer reported he was experiencing low blood glucose and the sensor was not reading the lows. Customer stated that the doctor was adjusting the setting on his insulin pump. And it has gone up recently. Lowest blood glucose value was 38 mg/dl. Lowest sensor glucose was between 80 and 90 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.